Manufacturer narrative:
The cartridge was not returned and a reserved sample was tested and evaluated by product analysis on 06/14/2012 with the following findings: a visual inspection, a force test and a leak test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The cartridge has been returned and evaluated by product analysis on 01/16/2014 with the following findings: no defect was found. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A visual inspection and a fill test of the cartridge were performed and no damage or defects were noted. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient has been having significant air bubbles since starting the pump a week ago. Bubbles occur within a few hours following site changes. Reporter states they just changed out all of the supplies with the diabetic educator three hours prior to calling animas and there is now an inch long bubble present in the tubing. Patient has been sitting in the car since leaving the diabetic educator. The pump has not been dropped. The tubing has not been pulled on. Since onset of air bubbles the patient has had elevated blood glucose (bg) up to 360 mg/dl large ketones. Reporter treated high bg's with an insulin injection. Cartridge filling was gone over with the patient mom. Reporter is filling cartridge per IFU. Tubing is secured tightly to the cartridge. Reporter is inspecting and removing air bubbles after letting the cartridge sit on the counter for 15-30 minutes are being filled. Cartridge is filled between 120-200 u. There has been no visible damage to the supplies or the pump noted by the reporter. Customer support (cs) instructed reporter to remove pump and go on an alternate delivery method of insulin till replacement pump is received. This compliant is being reported because the patient experienced hyperglycemia and because the air bubble issue was not resolved.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on 02/24/2014 with the following results: a force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification at 6.0k ohms. Pump successfully passed a delivery accuracy test no alarms occurred during testing. Pump found to be delivering accurately and operating within required range. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.